Event description:
User received false positive troponin t result of 0.126 ng per ml (accompanied by flag indicating a high result) for one patient sample. Sample was repeated with result of less than 0.01 ng per ml. Two additional samples also gave less than 0.01 ng per ml. (All the less than 0.01 ng per ml results were accompanied by a flag indicating value was lower than technical limit). According to medical records of the patient, he does not "seem to have inappropriate treatments". The patient has coronary history in 2007 and many risk factors (diabetes, hyperlipidemia, obesity, hta). Symptoms of persistent pain appeared to be coronary syndrome, weakness and shortness of breath and patient was admitted into intensive care. According to biochemist at account, patient needed treatments in spite of the troponin result. Heparin lithium gel tube was used. User states approximately one week before this issue occurred, quality control was out of range for all assays. After intensive liquid flow cleaning, quality control was good. Customer provided the following prior instrument status information: (B) (6) 2009, cell 1 intermittent partial blockage, replaced cell 1. (B) (6) 2009, probe adjustment needed, installed and aligned new probe, adjusted liquid level detection. (B) (6) 2009: preventative maintenance performed. Investigation is ongoing. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
Investigation is ongoing. If additional information is received, appropriate notification will be provided.